Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) but did not lead to asystole > 2 seconds along with high pacing threshold measurement. Additional information was received that the lv lead was dislodged as confirmed through chest x-ray. The lead was capped and was replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.